Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an absence of a no delivery alarm on the insulin pump. Customer's blood glucose was 620 mg/dl. Customer stated that insulin was visible at the end of the tubing. Customer stated that there was no alarm after over 12 units were delivered. Customer was advised to change the set and repeat the test. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specifications, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No cosmetic damage was noted during physical inspection.